Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9084625. Medical device expiration date: 2020-09-30. Device manufacture date: 2019-03-25. Medical device lot #: 9156878. Medical device expiration date: 2020-12-31. Device manufacture date: 2019-06-05. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to underfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that underfill occurred with a bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "underfill for the lots 9084625 and 9156878. Seems to happen randomly and only on a few tubes."